Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: two photos were received for review. During the visual analysis, the following was observed: the photos show a flexible path 7mm trocar totally separated from the following parts: sliding push ring, sleeve placement line, obturator handle. Also, the trocar appears to be clean. Based on the photos, the event described is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may have provided the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned, our evaluation is limited. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
T was reported that during a right pleural effusion procedure, an fp007 trocar broke when used in patient. Surgery was delayed an unknown amount of time, however procedure was successfully completed. There was no patient consequence.